Manufacturer narrative:
(B)(4). Concomitant medical products¿ zimmer segmental articular surface with segmental hinge post size c 14mm catalog #: 00585003014 lot #: 63843337, fluted straight precoat stem extension 10mm x 130mm catalog #: 00585205010 lot #: 63351427, stem collar 30mm catalog #: 00585204030 lot #: 64034180, cement shield hinge service kit size c catalog #: 00585007513 lot #: 62384573. It is indicated that this product will not be returned to zimmer biomet for investigation, as it remains implanted. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this complaint: 0001822565-2018-05502, 0001822565-2019-01729.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address dislocation of the polyethylene articular surface from the femoral and tibial components. No additional patient consequences were reported.